Event description:
It was reported to philips that the device output was out of range at the 10j setting. It was noted that the unit was within product specifications during the 200j test. There was no reported patient involvement/adverse patient impact.